Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as open sores. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied medicated patches and antibiotic gel on the skin irritation. Patient reported that the irritation is getting better.